Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak following the patient's treatment. Following the patient's treatment, fluid leaked out of the cassette when removing it from the cycler. During follow up the patient's caregiver noted the patient's effluent has remained clear and there were no signs of infection.